Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and identified the photometer lamp had malfunctioned. The fse replaced the photometer lamp to resolve the issue. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low patient results with rate reaction and linearity check errors for tbil (total bilirubin), dbil (direct bilirubin), and urea on their au480 chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.